Event description:
The clinician reports the implant was inserted (B)(6) 2026. On (B)(6) 2026, the implant was not osseointegrated. Loosening of implant not related to bone ingrowth was verified. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.